Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. The cause of the reported condition of peritonitis is use error- poor aseptic technique.

Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of a break in aseptic technique, fever and bacterial peritonitis in a patient coincident with dianeal pd2 unknown therapy for peritoneal dialysis (pd) via continuous ambulatory peritoneal dialysis (capd). On an unreported date, a break in aseptic technique occurred. On an unreported date the patient developed a fever. On (B)(6) 2011, the patient experienced peritonitis manifested by cloudy effluent and abdominal pain, and was hospitalized on the same date. The cause of the peritonitis was due to the break in aseptic technique. On an unreported date in (B)(6) 2011, the patient began remedial treatment with ciprofloxacin and ceftriaxone. The event of bacterial was ongoing, but improved, however the patient remained hospitalized. It was unknown if the events of the fever and the break in aseptic technique had resolved. Dianeal pd2 unknown therapy was ongoing. The nurse stated the event of bacterial peritonitis was unrelated to dianeal pd2 unknown therapy. Causality statements were not provided for the events of the fever and the break in aseptic technique.